Event description:
A customer obtained erroneously high troponin (accu tni) results ranging between 0.10-0.50ng/ml for at least fourteen patients. Negative accu tni results were obtained upon repeat testing on a different instrument. Actual patient results were not supplied. The results were not reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event. Note: a typographical error was noted in the original report sent on (B)(4) 2009 (original report stated: "results ranging between 0.10-0.20ng/ml"; the correct statement should be: "results ranging between 0.10-0.50ng/ml". No other changes have been made to the report.

Manufacturer narrative:
Samples were re-spun prior to testing on the different instrument. Qc was within specifications prior to and after the event. A field service engineer (fse) was dispatched: the fse performed troubleshooting. The fse replaced the peristaltic pump tubing, cleaned rollers, and replaced tubing. The fse conducted performance testing with good results. The fse followed up with the customer on 06/07/2009 and noted the instrument to be performing within specifications. No definitive root cause can be determined from the information supplied. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously high troponin (accu tni) results ranging between 0.10-0.20 ng/ml for at least fourteen patients. Negative accu tni results were obtained upon repeat testing on a different instrument. Actual patient results were not supplied. The results were not reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
Samples were re-spun prior to testing on the different instrument. Qc was within specifications prior to and after the event. A field service engineer (fse) was dispatched: the fse performed troubleshooting. The fse replaced the peristaltic pump tubing, cleaned rollers, and replaced tubing. The fse conducted performance testing with good results. The fse followed up with the customer on (B)(6) 2009 and noted the instrument to be performing within specifications. No definitive root cause can be determined from the information supplied. A malfunction will be assumed for the purpose of this report.